Manufacturer narrative:
(B)(4). The device evaluation is in progress, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The homechoice (hc) was evaluated by the product analysis lab (pal). The assignable cause of the returned instrument test/evaluation (rite) failure was determined to be a shorted/inoperative pump due to fluid ingress. A review of the service history reveals no issues that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
During evaluation of a homechoice (hc), the baxter product analysis laboratory determined the device failed the earth leakage current performance specification test. No allegations were made against any of the patient's dialysis products. No further information was provided.